Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing shocking pains along the spine. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model#: sc-4316 lot #: 16445129 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing shocking pains along the spine. The patient will undergo an explant procedure.